Event description:
It was reported that during normal eri generator change out, small crack in the insulation was noted on the lead. The lead was repaired using medtronic lead repair kit. The lead remained implanted and monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.